Event description:
A consumer reported that a philipsone power toothbrush caught fire while charging. No injury or property damage was reported.

Manufacturer narrative:
The device was not returned nor required for investigation. The root cause has been addressed and executed through design change iia (B)(4).